Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they had leaned a little too close to a refrigerator magnet and their implanted device sounded off. The patient is afraid something happened to the device. The device remains in use. No patient complications have been reported as a result of this event.